Event description:
It was reported that the customer had been experiencing high blood glucose levels between 422mg/dl and 526mg/dl over a period of several days. At the time of reporting the customer's blood glucose level was over 500mg/dl. She was treating the high blood glucose level with a bolus dose. During troubleshooting it was discovered that the customer had no tube clamp for her insulin pump. All other functions appeared to be normal. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.